Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported for the last 2-3 days the therapy has not been helping and they are getting very bad pain on the left side of their back for about 3 days. Patient requested assistance turning stim up. At the beginning of the call, patient was charging their ins and noted the ins battery is at 90%. Agent walked patient through how to increase stimulation. Patient increased stim from 2.1 to 2.2 on group a and confirmed stim is on. Patient also mentioned that the first time they got the "shock" from the stimulation they were shocked but after awhile it was almost soothing. Patient reported the stim goes up their right foot into their hip. Patient was able to successfully increase stimulation to a comfortable level. Patient will maintain stimulation level and adjust as needed.